Manufacturer narrative:
Continuation of d10: product ID 37761 serial (B)(6) . Product type recharger product ID 37791 serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that they needed a replacement recharger (insr). Pt stated that the insr was not working since the wires were split and frayed. Pt confirmed that they were speaking of the insr antenna. Pt stated that the insr was not charging from the desktop charger (dtc). Pt stated that they had the insr on the dtc now and nothing was going on. The manufacturer's patient services specialist (pss) asked the pt if anything was coming up on the insr screen when the dtc was connected; pt stated no and that the insr wasn't doing anything and that the insr was not registering the power plug. Pss had the pt disconnect the dtc from the insr and check the dtc cord/connector pin; pt confirmed that the dtc cord was fine. Pss then asked the pt for the insr serial number, however pt then stated that they didn't have the recharger present. Pss advised the pt to call patient services back once they had the equipment present. Pt stated that their device was almost out of charge. When asked for the event date, pt stated two days ago. Pt then called back and re-reported the previously documented information. Pt mentioned the recharger antenna wire was frayed where the wire went into the recharger and the recharger screen would not come on when the dtc was plugged in. Pt said the dtc connector pin was a bit loose and the plate inside the connector pin was on the same side as the arrow. Pt mentioned the event date as "a day or so ago." Pt had tapped the recharger antenna cord and said the wires were exposed on the recharger antenna, but wires were not snapped. No symptoms were reported. A replacement insr antenna and dtc was sent out.